Event description:
It was reported that a helical blade would not advance into a trochanteric nail during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. When the nail was removed, it appeared that the set screw was already engaged. The construct was reassembled on the back table; once the set screw was loosened, the blade went right through. A second, fully intact, nail was rejected for use when the surgeon discovered that the femur was fractured all the way down to the distal locking screw. Finally, a third intermediate sized nail was used to successfully complete the procedure. A surgical time delay of two (2) hours was reported. Also, the patient experienced intraoperative blood loss requiring a transfusion of one unit. The original date of injury was (B)(6) 2015; the patient fell while getting dressed. (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that one of the following was received: trochanteric fixation nail (part # 456.318s / lot # 9824614 / mfg. Date: 06/2015), the device was returned in good condition with a slight gouge to the edge of the helical blade locking hole. The locking mechanism was fully retracted when the device was received, and the hex recess on it shows signs that a screwdriver was engaged with it. The cause of this complaint condition could not be determined. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported that the issue he had with the device was that the locking screw was in the locked position out of the box. This caused the helical blade to become wedged in the aperture in the rod and made removal almost impossible necessitating a large incision, cables and a longer rod. There was no allegation against the second nail; it was rejected because of a size issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.date on follow up 2 should have been 17august2015 not 19august 2015.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient information: (B)(6). Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: june 4, 2015 - expiration date: april 30, 2024 a review of the depuy synthes monument device history records for manufacturing revealed no complaint related issues for this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.